Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received for evaluation. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing six occurrences of missing labels before use. The following has been provided by the initial reporter: there was no label or identification for flush 5ml when opening the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing six occurrences of missing labels before use. The following has been provided by the initial reporter: there was no label or identification for flush 5ml when opening the package.